Event description:
It was reported to boston scientific corporation that an obtryx halo single system device was used during a transobturator tape placement and mid-urethral sling procedure performed on (B)(6) 2013. According to the complainant, during cystoscopy, the physician noted bladder perforation. The sling was then removed. The procedure was not completed due to this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. The exact age of the patient is unknown, however, it was reported the patient was over 18 years.